Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to reproduce the helium sensor issue; however, the stm calibrated the low and high pressure tank transducers. The stm observed the battery charging issue and replaced the portable power supply which was not functional. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check performed by the customer, the helium sensor on the cardiosave intra-aortic balloon pump (iabp) was not working. Additionally, there was an issue with the battery not charging in the aircraft. It was later noted that the aircraft was on the ground. There was no patient involvement and no adverse event was reported.